Event description:
Essure manufacturer conceptus, permanent birth control on (B)(6) 2010. In (B)(6) 2010, constant back pain on right side. In (B)(6) 2012, started experiencing below symptoms: pelvic pain, constant cramping, sharp pain on right side, early menopause, breast pain, forgetfulness, mentally foggy, discharge, no odor, fatigue, mood swings, numbness/tingling sensation in left arm, and weight gain +20 pounds. Dates of use: (B)(6) 2010 - (B)(6) 2013.